Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-50, serial#: (B)(4), model description:scs 50cm iii, lead model#:sc-3138-35, serial#: (B)(4), model description: phase iii lead extension - 35cm the location of the explanted device is unknown and will not be returned. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a (B)(6) infection at pocket site. The physician informed the patient to have the device removed but the patient refused due to getting 90% pain coverage with simulation. The device was eventually explanted. No additional information was provided by the physician.